Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported that their stimulator became ¿unhooked¿ as they were not getting any stimulation for 2 weeks. Stimulation was increased but the patient felt pain, ¿like too much electricity,¿ in the bicycle seat area. The patient was feeling intensity in the butt and the top of her leg. Additionally, the patient was ¿peeing herself to death¿ and had to wear up to 5 pads a day. Stimulation could not go any higher with the stimulation level on the program the patient was on. During the call, stimulation was increased up to 3.2 volts and it was comfortable, noting the pain went away and stimulation was felt in the correct area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.